Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed high capture thresholds on the right ventricular (rv) lead. On (B)(6) 2022, the physician elected to cap and replace the (rv) lead. The patient was in stable condition.